Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the implant procedure was stopped due to loss of motor function in the patient's left leg. The patient has recovered without sequelae.